Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while monitoring a patient (age and gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue monitoring the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a loose battery socket pin. The socket was replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.